Event description:
It was reported that the patient¿s ipg was exposed through skin. As such, surgical intervention took place wherein the ipg was explanted to address the issue. Exact date of explant is unknown. The explant was around 4 months ago.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.